Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Update d9/h3- evaluated by outside united states service facility.

Event description:
It was reported that the device was heating up prior to a surgery at the user facility. No patient involvement was reported.

Event description:
It was reported that the device was heating up prior to a surgery at the user facility. No patient involvement was reported.